Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The device involved in this report was initially implanted in (B)(6) 2009. He/she practices sport regularly. In (B)(6) 2011, bradycardia episode was observed during a sport session after he/she used a mobile phone ((B)(4) brand). Although he/she did not faint, he/she went in emergency to the hospital for check up. The pacemaker was interrogated, which did not reveal any abnormal behavior. During the next f/u, it was noticed the pacemaker programming was different compared with the previous standard f/u. The pacemaker was reprogrammed and everything was normal.